Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
First report: the ez-io power driver self-ignited without external impact. It was in the original arrow soft case in its plastic holder. The case was stored in the emergency bag. At time of the event the bag was placed in the vehicle in open condition. The device has not been used in the last week except for a functional check and has not been cleaned or disinfected during this period. Second report: the ez-io power driver self-ignited without external impact. The drill was properly stored in the soft case. The soft case was stored in an emergency bag which was removed from the vehicle to inspect the contents and was placed on a table in the vehicle hall in open condition to check the contents before the next use. While the case was open, the three people performing the inspection left the room for a short time. When they came back, they noticed smoke and the burning emergency bag. Fire department recommended to leave the driver in a bucket of water for minimum 24 h. The driver remained in a bucket of water from (B)(6) to (B)(6) 2020. Afterwards the driver was tested by the sales representative and was fully functional and the green led light was on. He did not notice any noticeable or unusual working noises. Perhaps a short video of the burning device and the functional testing from sales representative can be provided later. Customer temporarily removed all ez-io drivers from their emergency vehicles. At the moment customer retained the driver and will inform the sales rep. Once we are allowed to return it for investigation.

Event description:
First report: the ez-io power driver self-ignited without external impact. It was in the original arrow soft case in its plastic holder. The case was stored in the emergency bag. At time of the event the bag was placed in the vehicle in open condition. The device has not been used in the last week except for a functional check and has not been cleaned or disinfected during this period. Second report: the ez-io power driver self-ignited without external impact. The drill was properly stored in the soft case. The soft case was stored in an emergency bag which was removed from the vehicle to inspect the contents and was placed on a table in the vehicle hall in open condition to check the contents before the next use. While the case was open, the three people performing the inspection left the room for a short time. When they came back, they noticed smoke and the burning emergency bag. Fire department recommended to leave the driver in a bucket of water for minimum 24 h. The driver remained in a bucket of water from the 25-jan to 27-jan-2020. Afterwards the driver was tested by the sales representative and was fully functional and the green led light was on. He did not notice any noticeable or unusual working noises. Perhaps a short video of the burning device and the functional testing from sales representative can be provided later. Customer temporarily removed all ez-io drivers from their emergency vehicles. At the moment customer retained the driver and will inform the sales rep. Once we are allowed to return it for investigation.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Visual examination of the complaint driver confirms the seal is not binded to the shaft. Driver was found to be functioning post event after approx. 2 days submerged in water. Solid green led displayed. No evidence of thermal deformation or mechanical damage observed inside the driver housing. No evidence of thermal or mechanical damage observed on the seal. Eeprom confirms there was no extended driver run cycles which may have caused the driver to over-heat. No evidence of thermal deformation observed inside the driver housing. No evidence of thermal damage observed on the seal. The complaint driver was confirmed to seat correctly inside the complaint cradle. Attempts made to activate the trigger of the complaint driver while seated in the complaint cradle were unsuccessful. The user interface testing the new cradle#: 5197 performed better than the existing cradle design in its ability to prevent accidental activation of the trigger. Fewer users found it possible to place the driver backwards into the new cradle and, in the event where they could, were unable to activate the trigger. In all tests the driver maintained its position securely within the vap bag when inverted, which was also demonstrated during random vibration testing. This report therefore documents a successful verification of cradle#: 5197 for use within #: 9065 power driver ez-io vascular access packs. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking", "avoid spilling fluids on any part of this device". A review of the DHR found that the driver passed all the release criteria. The device was released in 03/2017 and is approximately 3 years old. The complaint cannot be confirmed. Qa/sustaining/r & d engineering investigation report for the reported complaint. No corrective/preventative actions will be assigned. No further action required.